Manufacturer narrative:
E1 phone number: (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transaxillary approach. After the valve exited the tip of the 14 f esheath plus sheath, it was observed that a valve strut was bent like a fishhook. Retraction into the system was not an option without causing vessel injury, and conversion to surgery was ruled out due to patients poor overall condition. Consequently, the valve was implanted. After devices removal, it was noted that the esheath plus liner was torn. After procedure, patient was sent to another CT scan, was asymptomatic and in stable condition and did not suffer any injury due to the event. As per preliminary evaluation of returned devices, the sheath shaft was damaged 0.5cm at 13.5cm from distal tip, and the distal tip was opened and split.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: liner fully expanded but torn 10.5cm in length starting at 3cm from distal tip. Distal tip opened but split. Sheath shaft damaged, 0.5cm in length, at 13.5 cm from the distal tip. Liner thickness was measured along the liner tear. All measurements were found to be within the specification. Imagery was provided and the following was observed: one strut bent outwards at the inflow side of the crimped valve. One strut remains bent outwards at the inflow side of the deployed valve. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The reported liner torn was confirmed based on the evaluation of the returned device. As no patient anatomy information was provided, it is possible that one or more patient (access vessel calcification, tortuosity) may have been present during the procedure. Additionally, a bent valve strut on the inflow side was reported on the crimped valve during advancement, which could have potentially interacted with the sheath liner, leading to the observed liner tear. However, insufficient information was provided. In addition, there is no evidence or indication that an edwards defect may have contributed to the event. A definitive root cause is unable to be determined. The reported distal tip split and sheath damage were confirmed based on the returned device evaluation. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement. However, due to insufficient information, a definitive root cause is unable to be determined. In this case, a bent valve strut was observed at the inflow side during delivery system advancement through sheath. Therefore, it is possible that the crimped valve may have interacted with the sheath shaft, leading to the observed sheath shaft damage, especially if compounded with the presence of patient factors (such as calcification, tortuosity, undersized vessels). As such, available information suggests that procedural factors (thv interacts with sheath shaft during insertion) may have contributed to the reported event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.